Event description:
Since I had the filshie clips put in my life has changed drastically. Constant bloating in lower abdomen. Lower abdominal pain. Lower back pain. Seizures that were diagnosed as non epileptic. Doctors can't figure out why. Back spasms. Pain in legs. I was not told I was having these clips put in until after it was performed.